Manufacturer narrative:
Additional info: additional information was received from the doctor where he stated "the issue was not that the iol had a gummy substance on them when they were removed from the packaging. Rather, I believe it came from debris inside the injector itself that got stuck to the iol." Concomitant medical products: injector: type, model, serial number are unknown. Product evaluation: an investigation of the lens could not be performed as the lens remains implanted to date. Manufacturing record review: a manufacturing process record was not evaluated as the serial number of the lens was not provided. Part of the manufacturing process requires a 100% visual inspection and cleaning of the lenses at 10x under microscope magnification. All manufacturing documents were effective at the time of production. As the lens remains implanted and the serial number of the lens was unknown, the customer's reported event could not be verified and no product deficiency was identified. Labeling review: the directions for use (dfu) for the lens was reviewed. The directions for use provide adequate instructions for the proper use and handling of the intraocular lenses. In the dfu, it states that prior to implanting, to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for any other defects. Open the peel pouch and remove the lens in a sterile environment. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Implant date: unknown. Explant date: not applicable; lens remains implanted at the time of submitting the MDR. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer is experiencing issue with ar40e intraocular lens. The surgeon has noticed a white gummy film on the lens. No further information was provided. In follow-ups, it was reported the surgeon noticed the film once the lens was inserted into the patient's eye. The surgeon did not want to remove the lens and risk any injuries; therefore, the surgeon left the lens in the patient's eye. There have been no patient issues and the patient has good visual acuity post-operative.